Manufacturer narrative:
B5; additional information received: it was clarified that no vessel damage occurred due to the difficulty in removing the delivery system encountered during the index procedure. The infolding was identified on a CT scan taken 18 days post-index procedure. The intervention was performed approximately one year and two weeks later, during which the physician attempted to untangle/unhook the supra-renal stents. Several different catheters and wires were used in an effort to untangle the supra-renal fixation, but all attempts were unsuccessful. The intervention resulted in no changes to the state of the infolded graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported stent graft infolding and type ia endoleak were confirmed on the films provided. However, the cause of these events could not be conclusively determined. The patient's anatomy might have contributed to the delivery system snagging on the suprarenal stents during removal. This entanglement could have pulled the stent graft from the aortic wall, potentially causing the infold and type ia endoleak. However, the removal difficulty and stent graft entanglement cannot be definitively confirmed, as procedural angiograms showing the delivery system being removed from the patient were not available for review. A type ii endoleak from several lumbar arteries and an inferior mesenteric artery also appears to be present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair using the endurant iis graft, the procedure was difficult due to the patient's anatomy, and there was some difficulty removing the delivery system. The patient was treated for an aneurysm measuring 53mm. It was noted that during the procedure the physician had issues advancing non-medtronic devices, as well as advancing the wire, and ended up having to cut down for access. It is unknown if this was associated with the difficulty removing the delivery system. At the 30-day follow-up CT angiography (cta) it was observed that the graft had infolded. The physician initially thought the ipsilateral limb was placed at the proximal graft fabric due to the severity of the infold, which appeared as a second lumen within the graft. A one-year follow-up cta demonstrated the same dual lumen, and it was noticed that the supra-renal stents appeared to be caught or entangled on each other, which potentially caused the graft infold and dual lumen. A ia endoleak was noted also. Intervention was performed. The infolding remains to date. The patient was transferred to a different healthcare facility where additional intervention is planned. The physician plans to reline the endograft up to the infold with coils to treat the type ia endoleak. For a cause of the events, it was said when removing the delivery system , it may have caught on the suprarenal stents causing them to entangle which then pulled the graft from the aortic wall causing the infold and subsequently the ia endoleak. It was noted that the patient did have some anterior/posterior angulation in the neck, which played a factor in the delivery system catching the supra renal stents when being removed. It was also noted there looked to be an small old dissection in the posterior neck, which did not play a factor in the removal of the delivery system.